Event description:
Customer reported that she had high blood glucose of 465 mg/dl. Customer stated that her insulin pump is not working correctly it was alarming no delivery during basal/bolus for the last three days. Customer change infusion set, reservoir and insulin slowly push through the tubing. Troubleshoot was performed and the insulin pump appears to be working as design. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).